Manufacturer narrative:
The investigation into the reported aic ¿ purge disc/ flag issue has been completed since the original report was filed. Console was tested after arriving in fs. The purge disc not detected alarm issue was able to be reproduced, and purge retainer was found to be broken. Portion of the purge retainer that is supposed to be fastened to the purge assembly was no longer intact. After reviewing the imc logs, the issues with the aic not being able to detect the purge disc was confirmed. There were numerous instances of the purge disc not detected alarm from the reported occurrence date. The root cause of this issue was a broken purge retainer.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant had an impella 5.5 pump support being intiated for a younger patient with medical comorbidities. The 5.5 and ECMO were to support the patient together. The automated impella controller (aic) for the 5.5 had a purge disc failure. There was no harm and IFU followed with backup console use.